Event description:
Per the clinic, the patient experienced pain and a surgical wound dehiscence with purulent discharge, leading to an infection at the incision site. Subsequently, the patient was administered with three types of topical antibiotics for a duration of 1.5 weeks, another type of topical antibiotic for a duration of 2 weeks, IV antibiotic (duration not reported) and a subsequent oral antibiotic (duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.